Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited gradually increasing daily shock lead impedance measurements. No noise is seen on the shock electrograms and there are no episodes stored. A chest x-ray will be performed. All pacing thresholds, impedances and r waves are normal. Attempts to manipulate the pocket have not been done to try to elicit noise on the electrograms. There were no adverse patient effects reported.